Manufacturer narrative:
Per the instructions for use (IFU), nonstructural dysfunction is a potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement procedure. Growth of abnormal tissue around a prosthetic heart valve, termed as pannus formation, is one of the important causes for nonstructural prosthetic valve dysfunction that may require intervention. Pannus may interfere with the functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Protrusion of the pannus into the valve orifice area may disturb blood flow through the valve and finally result in prosthetic valve stenosis. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. A definitive root cause could not be determined at this time; however, the event may be a result of progression of native valve disease and hyperactive inflammatory response. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. The investigation is ongoing.

Event description:
As reported by our edwards lifesciences affiliate in canada, approximately 2 years 7 months post transfemoral transcatheter aortic valve replacement (tavr) procedure with a 23 mm sapien 3 ultra valve, the valve was explanted because of stenosis that was due to pannus/calcification. The patient was experiencing shortness of breath on exertion and new york heart association (nyha) ii-iii symptoms. After the valve was explanted, a surgical valve was implanted. The patient was noted to be doing well post procedure. It was believed that progression of native valve disease and hyperactive inflammatory response may have caused or contributed to the event.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned to edwards lifesciences for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. In addition, no imagery was provided for evaluation. Per the technical summary, the instructions for use (IFU), current risk mitigations that include design and manufacturing controls, and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the valve calcification that resulted in the valve being explanted was unable to be confirmed. The available information suggests patient factors (progression of native valve disease and hyperactive inflammatory response) likely contributed to the event. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Many patient-related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the transcatheter heart valve (thv). These factors include age, disease state, patient co-morbidities, and/or pharmacological intervention, such as but not limited to renal failure, hemodialysis, hypercholesterolemia, hyperlipidemia, hypothyroidism, and diabetes mellitus. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.